Event description:
It was reported that the device was in an overdischarged state and that the patient felt stimulation in the wrong location despite r e-programming multiple times. The patient was scheduled for surgery. Additional information was received from the manufacturer representative that indicated that revision surgery took place on (B)(6), 2012 due to the overdischarge of the device. During surgery it was noted that there was a great deal of scar beneath the paddle lead. The patient had a heart attack following the surgery and would go to rehabilitation after recovering. The stimulation was in right location and the patient was doing well in the hospital. The device was returned to the manufacturer.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ lead product ID 3708120 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ extension product ID 3708120 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ extension product ID 37081 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ extension product ID 37081 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the revision was because the lead was wrapped around the column and created a pinch, and the patient was experiencing some paralysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37712, serial#: (B)(4), found no significant anomaly. The battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 54. The last recorded recharge session done while the device was implanted was on (B)(6) 2000. The device was recharged for 1 hour and 18 minutes. The battery charged from 3.735v to 3.895v. The battery discharged to the lock mode on (B)(6) 2000. The battery was recharged using the physician mode recharge (pmr) in the analysis lab on (B)(4) 2012. The ins recharged for 2 hours and 22 minutes from 2.050v to 3.860v. Charging was interrupted to obtain the trace report. Charging resumed for 3 hours and 38 minutes and the battery charged from 3.825v to 4.040v. Good, stable output on all electrode pairs was achieved after the ins was reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.